Event description:
(B)(4). My doctor recommended a uterine ablation because of severe bleeding. I was told that I needed a form of birth control because of the ablation. They recommended essure. I had both procedures done on (B)(6) 2014 under general anesthesia at the hospital. They placed the essure first and then did the ablation. It is my understanding that an ablation should not be done if you have essure and states that in the essure paperwork, but it was done anyway. From the moment I woke up I was in severe pain. The lower right side was the worst. They said this was normal and would get better eventually, it did not. In (B)(6) of 2014 I started to have episodes of heavy bleeding and went back to my doctor. They ran tests and said it was a delayed reaction that was normal. I continued to have these bleeding episodes, one in (B)(6), one in (B)(6) and one in (B)(6). I went back to my doctor and complained about it as well as other symptoms. Extreme fatigue, severe headaches, cramping like I was in labor, sharp, stabbing pain in my lower right side, hairloss, flu like symptoms and rashes. The did blood work, ultrasounds and a uterine biopsy, all of which were normal. My doctor would not listen to my complaints and his exact words were, "since you don't want anymore periods, we can just do a hysterectomy." I went to a different doctor for another opinion and she recommended that hysterectomy would help me. That my body is rejecting the essure and causing me problems. I was diagnosed today with depression and put on medication for it. I was also prescribed heavy pain medication to help with pain until the surgery can take place. Since the essure coils have been placed I have been in pain and sick. It has effected my health and quality of life and I will be glad to have them removed. I would not recommend them to anybody.